Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator and right ventricular (rv) lead displayed noise and low, out of range shocking and pacing impedance measurements. Subsequently, an invasive procedure was performed. The device was explanted and the lead was cut and capped. There were no additional adverse patient effects.